Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about drug can't be infused through the spike set. When injecting anticancer drug into infusion bag, the plunger cannot be pushed in. Couldn't push it even after changing the injector, so customer thought it might be caused by the spike set. Requested for investigation.

Manufacturer narrative:
Pr (B)(6) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. The product was inspected and it was verified the fluid could not properly flow through the device. The product was disassembled for further evaluation and identified the fluid path was blocked by the adhesive which bonds the connector onto the spike. A device history review was performed for lot 2311219, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples of the same lot were used for additional evaluation. The samples were functionally tested and, in all cases, flow was observed and the product functioned as intended. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, results were reviewed for the reported lot and no issues were identified. The needle which dispenses the solvent must be changed periodically to prevent clogging. When this is performed, the operator must ensure the needle is adjusted to the appropriate height to prevent the adhesive from being dispensed in the incorrect location. Based on our quality team's investigation, it was determined this incident was is related to operator error. Manufacturing personnel have been notified of this incident to raise awareness of this issue. A project has been initiated to prevent reoccurrence of this incident. Complaints received for this device and the reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information .